Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was admitted to ER with respiratory depression. Upon pump interrogation the logs displayed "pump stopped due to safety count". The pump had the dosage reset and the pt was managed as an inpatient for several days before going home. It was later reported that the pt had passed away due to sepsis at home. An alarm not heard but confirmed by telemetry was also reported. The pump would be returned following autopsy for analysis.